Manufacturer narrative:
H3: one picture of a cadd cassette reservoir was received and reviewed. The picture showed a cut in the assembly (ay) bag. One cadd cassette reservoir from p/n 21-7302-24 l/n unknown was received in used condition with its original packaging inside in a plastic bag. The sample was visually inspected, at a distance of 12? To 24? And normal conditions of illumination. A cut was detected in the bottom corner of the ay bag. A syringe was used to infuse water into the ay bag. A leak was detected in the bottom corner of the ay bag. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported leaking issue was able to be confirmed. The most probable cause is, that during leak test operation cassettes that failed (leak test), were not properly segregated.

Event description:
It was reported that during a pre-use check of a cadd cassette reservoirs, the customer noticed medical fluid was leaking from the medication bag. No patient involvement.